Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing. Programming changes were made to resolve the issue. The patient was in stable condition.